Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had out of regulation (oor) on a program. The patient stated he was trying to connect his controller to the ins when he saw settings not available message. It was reviewed that the patient could trying lower then increasing their settings. The patient decreased from 5 to 3.8, and also tried resetting the controller, but the issue was not resolved. The patient stated he preferred not to decrease past 3.8 as his stimulation is hardly controller his symptoms at this level. An impedance check showed contact 12 was 40k ohms. The rep programmed the patient around the contact and got coverage without oor. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedance was not determined. No additional actions/interventions were taken to resolve the high impedances, but the high impedances have been resolved. No further information was reported.